Event description:
It was reported, the pt had a perigee implanted in (B)(6) 2006. The pt has experienced a "banding affect" that has made intercourse painful. Surgical intervention was requested to release the banding between the ischial spine arms. No additional pt complications were reported in relation to this event.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.